Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the facility has had 3 cracked barrows on the statlock which caused a serious leak on one of the patients and issues on the others. This report addresses the second device.